Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle pulse pin was damaged and not making contact with the belt. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.